Event description:
As reported to coloplast though not verified, patient experienced erosion, recurrent stress urinary incontinence, abdominal pain and dyspareunia. A full explant and removal of scar tissue were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.